Event description:
Patient blood sugar came back as 43 at 1512. Repeat was done and the value was 128.device #1is this a laboratory device or laboratory test?yes.this problem involved: the instrument.which of the following problems did you observe:questionable patient results.please describe any follow up actions:other.if you answered other to question above, please provide additional comments:lab draw.